Event description:
It was reported that the health care professional (hcp) called to review an episode in which the right ventricular automatic threshold (rvat) test was occurring and the rv deflection on the electrogram was covered up. Technical services (ts) noted the backup rv pacing during this rvat was normal function however, rv undersensing was also observed, resulting in inappropriate atrial tachy response (atr) episodes. This rv lead remains in service. No adverse patient effects were reported.